Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Three lot numbers were used during the procedure. It is unknown which lot number broke and was left in the patient. Lot numbers used- 5054434, 50539969, 50545752. (B)(4).

Event description:
It was reported that during a labral repair procedure, the tip of the device reportedly broke off in the right hip. The broken piece was retained inside the patient and later retrieved.